Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio determined the cause of the reported failure to be due to a failure of the system pcb assembly.

Event description:
It was reported that the device would intermittently lock-up when powered on. The display on the device would go blank and the device could not be powered off unless the batteries were removed during this intermittent failure. There was no pt involvement with the reported failure.